Event description:
Senseonics was made aware of an incident where the transmitter exploded after keeping it for charging for 10 minutes. Customer said the transmitter fell down once a few months before this incident. Customer was not injured and no adverse events were associated with this incident.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation of the returned transmitter revealed that battery was found to be defective. A corrective and preventive action (CAPA) was opened by senseonics which investigated the issue and the root cause was identified to be a deficiency in manufacturing process. User was given transmitter replacement as part of resolution.